Event description:
It was reported that the patients ipg has reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned per hospital policy.